Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inhibited pacing due to suspected crosstalk was observed. Patient condition is fine. No further information is available.